Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Extension line in the pleurx insertion kit, connector disconnected from line. (B)(6) 2020: contaminated with ¿ pleural fluid. Quantity to be returned ¿ 0 as another staff member discarded them. Date of occurrence (B)(6) 2020. When did the incident occur ¿ during use.

Manufacturer narrative:
Pictures provided were evaluated which show how the connector disconnected. A probable root cause could not be determined since it is a supplied component from bd/dominican republic. Since the component is a supplied part, a notification of complaint will be sent to supplier (bd/dr). The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text : see narrative.

Event description:
Extension line in the pleurx insertion kit, connector disconnected from line 09 nov 2020: contaminated with ¿ pleural fluid. Quantity to be returned ¿ 0 as another staff member discared them. Date of occurrence (B)(6) 2020. When did the incident occur ¿ during use.